Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2018, that on (B)(6) 2018, the patient experienced an adverse event. The sensor was inserted into the abdomen on (B)(6) 2018. The patient¿s mother stated upon insertion of the sensor, the patient experienced pain. The patient¿s mother did not know what to do and was unable to contact, dexcom technical support and took the patient to children¿s hospital. The patient¿s mother indicated he sensor was removed at the hospital and x-ray images were performed. The results of the x-ray images did not show a sensor wire under the patient¿s skin and was indicated that a muscle may have been hit during sensor insertion. Additionally, the patient¿s mother stated that after the sensor wire was removed, the pain began to dissipate. At the time of contact, the patient was feeling better. No additional patient or event information is available.